Event description:
Procedure type: urological and gynecological. According to the reporter, the pt underwent treatment for her pelvic organ prolapse and stress urinary incontinence. The pt suffered pain, injury and has undergone corrective surgery.

Manufacturer narrative:
(B)(4).